Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's blue piece was difficult to secure the inner cannula and came too loose from the tracheostomy. Inner cannula was attached but couldn't click it into place and vent tubing was attached. The patient had chronic respiratory failure.